Event description:
The customer reported, the system is displaying black or shadowy images, and monitor fades during power up. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).